Event description:
It was reported that during a percutaneous peripheral intervention procedure a shaft break and balloon detachment occurred. The target lesion was located in the posterior tibial artery. A 2.5 x 80 x 150 sterling sl otw balloon catheter was advanced to the target lesion. A 300cm .014 platinum plus guide wire was advanced thru the sterling sl otw balloon catheter but encountered difficulty exiting the distal end of the balloon catheter. The balloon "came apart" at the distal markerband. The shaft was broken at the distal markerband. The sterling sl balloon catheter and the platinum plus guide wire were removed together. The procedure was not completed and the physician decided to monitor the patient's condition. No further patient complications were reported and the patient's status is listed as ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the proximal end of the balloon was bunched up. The tip was flattened such that the lumen was completely blocked. The inner shaft was buckled on the distal edge of the distal markerband and the distal edge of the proximal markerband. All bonds were intact and there were no confirmed separations. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous peripheral intervention procedure, a shaft break and balloon detachment occurred. The target lesion was located in the posterior tibial artery. A 2.5 x 80 x 150 sterling sl otw balloon catheter was advanced to the target lesion. A 300cm .014 platnium plus guide wire was advanced thru the sterling sl otw balloon catheter, but encountered difficulty exiting the distal end of the balloon catheter. The balloon "came apart" at the distal markerband. The shaft was broken at the distal markerband. The sterling sl balloon catheter and the platinum plus guide wire were removed together. The procedure was not completed and the physician decided to monitor the patient's condition. No further patient complications were reported and the patient's status is listed as ok.